Event description:
Foot portion of a kerrison # 4 (tip) broke during use in case. Surgeon aware. Surgeon removed broken tip from pt using a forcep. C-arm used during case; no foreign body noted by surgeon. Instrument was removed from sterile field and tagged as being broken. Ortho manager notified. Instrument washed and sterilized; incident report written and risk manager notified following day to pick-up broken instrument. There are no marking on the instrument. Try to find more information, but no luck. They feel the instrument broke because of age, wear and usage.